Event description:
It was reported that during a routine post implant follow-up, loss of capture was observed on the left ventricular lead. The patient was asymptomatic. The lead was determined to be dislodged. The lead was explanted and replaced. The patient was noted to be doing well following the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.